Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized due to an infection "on their dialysis site.¿ no additional information was provided in the initial reporting. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room after a fall at home (not undergoing treatment when fall occurred). The patient¿s neighbor contacted emergency medical services after finding the patient on the floor in the living room after losing their balance. The patient was complaining of generalized weakness, abdominal pain and dizziness. Radiological studies ruled out any acute injury sustained during the fall, and a peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected. The patient was admitted, diagnosed with peritonitis, and was treated with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ceftazidime 1000 mg daily for 14 days. At the time of follow-up, the patient¿s finalized peritoneal effluent culture result was still pending, however on day three no growth was noted, and the patient¿s antibiotics were continued. Per the pdrn, the definitive cause of the peritonitis is unknown, however the fall was likely a byproduct of the patient¿s undiscovered peritonitis. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient remained hospitalized and was recovering from the serious adverse events. The patient continues to undergo continuous cyclic pd (ccpd) therapy while hospitalized and will resume utilizing the same liberty select cycler following discharge. The pdrn confirmed the patient was not diagnosed with a pd catheter exit-site or tunnel infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized due to an infection "on their dialysis site.¿ no additional information was provided in the initial reporting. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room after a fall at home (not undergoing treatment when fall occurred). The patient¿s neighbor contacted emergency medical services after finding the patient on the floor in the living room after losing their balance. The patient was complaining of generalized weakness, abdominal pain and dizziness. Radiological studies ruled out any acute injury sustained during the fall, and a peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected. The patient was admitted, diagnosed with peritonitis, and was treated with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ceftazidime 1000 mg daily for 14 days. At the time of follow-up, the patient¿s finalized peritoneal effluent culture result was still pending, however on day three no growth was noted, and the patient¿s antibiotics were continued. Per the pdrn, the definitive cause of the peritonitis is unknown, however the fall was likely a byproduct of the patient¿s undiscovered peritonitis. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient remained hospitalized and was recovering from the serious adverse events. The patient continues to undergo continuous cyclic pd (ccpd) therapy while hospitalized and will resume utilizing the same liberty select cycler following discharge. The pdrn confirmed the patient was not diagnosed with a pd catheter exit-site or tunnel infection.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by dizziness, weakness, and abdominal pain, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. End-stage renal disease (esrd) patients undergoing pd therapy (manual or cycler based) for renal replacement therapy (rrt) are at high risk for infections of the peritoneum. In approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. However, the fall was considered to be a byproduct of the patient¿s undiscovered peritonitis event. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.